Event description:
Reported via patient call center. It was reported mini-stokes occurred. An ablation and left atrial appendage (laa) closure procedure were performed on (B)(6), 2026, during which a 27 mm watchman flx pro closure device was implanted. The patient was discharged post-procedure. Within the first week following the procedure, the patient reported a fever of 101 and shortness of breath. The patient also reported experiencing two mini-stroke events post-procedure: the first involved left arm numbness, and the second involved an inability to speak, which required hospitalization. The patient has recently been discharged from the hospital. The patient is currently on eliquis and plavix therapy and has a medical history for three prior strokes before the procedure. A good faith effort was made to the bsc clinical specialist. The bsc clinical specialist contacted the implanting physician and hospital where the procedure took place, and they were unaware of the patient reported strokes. The physician assistant (pa) stated that the patient went to an outside facility where a transesophageal echocardiography (tee) showed the watchman implant was in a good position without thrombus.